Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endocatch bag got caught under the metal opening ring of the bag and when the string was pulled it caused the bag to tear/split open. Nothing fell into the pt's cavity.